Event description:
Patient called lfs alleging that the test strips would activate the meter, however, the meter would not count down. The test strips had been opened for more than 2 months (expired). No evidence of a serious injury. The patient didn't receive any medical care. Issue was resolved with a new vial of strips. Customer service representative replaced patient stips.